Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("coil (from left tube) embedded in myometrium") in a (B)(6) female patient who received essure (batch no. D13385). The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. In 2015, the patient experienced pelvic pain (serious criteria hospitalization and clinically significant/intervention required) and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced embedded device (serious criteria hospitalization and clinically significant/intervention required). The patient was treated with surgery (surgery to remove both fallopian tubes) and surgery (hysterectomy to remove embedded coil). Essure was withdrawn. At the time of the report, the pelvic pain, embedded device and abdominal distension outcome was unknown. The reporter provided no causality assessment for pelvic pain, embedded device and abdominal distension with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(4) 2016: computerised tomogram result was coil embedded in myometrium. Test was performed to find missing coil. After patient underwent surgery to remove both fallopian tubes, only the right one contained essure, left tube did not. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure inserted and experienced pelvic pain. She underwent a salpingectomy, but right tube contained the essure coil while the left tube did not. A CT scan showed the coil was embedded in myometrium. Patient underwent a hysterectomy to remove the embedded coil. Both pelvic pain and embedded device are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. The exact time point and mechanism of embedment are not known, however, considering the event's nature, embedded device was considered related to essure. This case was regarded as incident, as surgical interventions were required. Additionally, a non serious event was reported. A product technical analysis and further information are expected.

Manufacturer narrative:
The patient's past medical history included multi gravida and parity 5. The reporter commented: on (B)(6) 2016 right coil was removed via laparoscopy. On (B)(6) 2016 left coil was removed transvaginally. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: laparoscopy result was unilateral perforation. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: questionnaire - uterine / tubal perforation with essure received. Patient history, lab data, events and date of insertion and removal of essure added. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure inserted and experienced pelvic pain. She underwent a salpingectomy, but right tube contained the essure coil while the left tube did not. A CT scan showed the coil (from left coil) was embedded in myometrium. Patient underwent a surgery (previously reported as hysterectomy) to remove the left coil. Upon follow-up receipt, it was also reported a unilateral left perforation (fallopian tube perforation). Fallopian tube perforation and embedded device are anticipated in the reference safety information for essure. The exact time point and mechanism of fallopian tube perforation and embedment are not known, however, considering the events' nature, both events were considered related to essure. This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.